Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call rewind anomaly. Blood glucose at the time of incident was 149mg/dl. The customer stated the insulin pump would not rewind. The customer noted it first alarmed low reservoir, but after changing it, it would not work. The customer states he suspended the pump and attempted once more again. The customer states he heard the motor, but nothing else was moving. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis. The device will be returned for analysis.